Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim g4 pump or it has been hit against something hard, ensure that it is still working properly. The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (cracked touchscreen).

Event description:
It was reported that the pump was dropped and subsequently a malfunction alarm occurred. Customer's blood glucose level was 108 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.